Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens trailing haptic folded wrong, feet came first, did not come out of shooter. Hence the lens was taken from the injector and put in another unspecified shooter and was implanted. Additional information has been requested, received and stated that in the surgeon opinion, incorrect position of the lens in the cartridge caused the event. There was no patient contact.

Manufacturer narrative:
Correction information provided in h.6. (FDA product problem code a150204 missed to capture in initial report). The manufacturer internal reference number is: (B)(4).

Event description:
There are eight medical device reports associated with this report. This file is 1 of 8.

Manufacturer narrative:
Correction information provided in b.5. And h.6. (FDA product problem code a150202 was removed). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.